Event description:
The patient's outcome is unclear. Injected doctor's comment: the doctor said that this event was infection, based on the patient's symptoms. He suspecs that the causal relationship between the event and artz. Now the doctor said he had been cut off from the patient.

Event description:
Adverse event; pyogenic inflammation(infection) 04/05 a pt received artz(=supartz) injection to their ankle for the treatment of a pain in their right ankle. 04/05 the pt visited the injecting doctor and complained a pain of injection site. Unk date the ot received a surgery in another hosp. The injecting doctor suspects the causal relationship between the event and artz.